Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-mar-2022 to 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit and power supply produced smoke after a power failure. A field service engineer replaced the bad power supply, controller and large controller to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medbank system power supply could be burnt and produced a burning smell causing the station to won't stay turned-on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the unit and power supply produced a smoke after a power failure. A field service engineer replaced the bad power supply, controller and large controller to resolve. Configured all of the drawers and performed preventive maintenance. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system power supply could be burnt and produced a burning smell causing the station to won't stay turned-on.there were no adverse events or injuries reported based on this event.